Event description:
It was reported that the pt had their original pump explanted in 2001 due to loss of pain control. As the physician was implanting a replacement pump, the catheter migrated, requiring that this system be explanted too. There were no pt complications.